Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery on (B)(6) 2019 and recurrent hernia repair surgery and mesh was implanted during which the surgeon noted upon visualizing the mesh, he noted that the prior mesh had migrated medially. He then removed the previously placed mesh. He then implanted an additional piece of mesh to repair the defect. It was reported that patient had hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure was captured in a separate file. No additional information was provided.